Event description:
It was reported that a patient had come into the ed with an ez-io needle that had been inserted in the left proximal tibia by and ems medic. The patient had already passed away prior to the incident. The rn that reported this event stated that when the nurse tried to remove the needle, the plastic part broke off and she couldn't get it out with hemostats, so she used pliers. The nurse recoiled and stuck herself with the needle. No additional complications were reported

Manufacturer narrative:
(B)(4). Correction: the brand name has been updated to ez-io 25 mm needle and the catalog number has been updated to 9001-vc-005. Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer returned an ez-io needle with the needle cannula detached from the hub. The cannula appeared to be bent near the base of the needle. The hub was not returned for evaluation. A review of manufacturing records could not be performed because no lot number was reported by the customer. Potential factors include bone density and improper removal technique. However, a cause could not be determined with the information provided and without a complete sample. No further action will be taken.

Manufacturer narrative:
(B)(4).